Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4.50/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023 as a replacement lens. It was reported that the patient is "still pl-2.00x077" and it was indicated there is residual cylinder. Lens remains implanted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - residual cylinder. Claim# (B)(4).